Event description:
It was reported by service report that the weld was broken and would not lower. The customer stated there were no pts involved or adverse consequences reported.

Manufacturer narrative:
Fowler weldment.